Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with the results obtained of 252 and 271 mg/dl mg/dl. The expected fasting blood glucose test result range is 110 to 135mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 252mg/dl (B)(6) 2017 12:22 pm fasting: yes; 271mg/dl (B)(6) 2017 12:21 pm fasting: yes; 205mg/dl (B)(6) 2017 01:00 am fasting: yes; 219mg/dl (B)(6) 2017 06:10 pm fasting: yes; 196mg/dl (B)(6) 2017 05:50 am fasting: yes. Customer called in stating high results. Customer is concerned with 251mg/dl and 271mg/dl result.